Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Pentaray nav eco catheter (model# d-1282-08-s lot# unknown). St. Jude medial duo deca catheter (model# unknown lot# unknown). Reprocessed soundstar catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. Near the end of the procedure, a cardiac tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed yielding an unknown amount of fluid. Interventions included heparin reversal agent, factor vii, possibly platelets, and surgery. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.